Event description:
It was reported that a ventilator had an unresponsive keyboard, while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test. The device operated within the manufacturing specifications.